Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information, d9 device available for evaluation - additional information, d9 device returned to MFR - additional information, d9 date device returned - additional information, g3 date received by mfg - additional information, g6 type of report - updated/follow-up, h2 type of follow up - additional information, h6 codes: type of investigation - additional information, h6 codes: investigation findings - additional information, h6 codes: investigation conclusion - additional information.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted on (B)(6)2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
After submission of the initial MDR, product was received on 6/2/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.